Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the clinic, the patient sustained a head injury which resulted in a hematoma at implant site and migration of the electrode array; subsequently the patient was hospitalized (date and duration not reported). A CT scan confirmed migration of the electrode array which resulted in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.